Event description:
Additional information received reported that device interrogation on (B)(6) 2013 found on lead had high impedances.

Event description:
It was reported the patient had shocking pain in their chest and high impedance on one lead. It was noted the patient¿s lead was replaced on (B)(6) 2013. It was further noted the patient was reprogrammed on (B)(6) 2013. It was noted that an examination and palpation on (B)(6) 2013 found the patient had shocking pain in their chest. It was further noted that a device interrogation on (B)(6) 2013 found one lead had high impedances. It was noted the etiology was related to the device or therapy and unlikely related to the implant procedure. It was further noted the patient symptoms were shocking pain in their chest. It was further noted the patient outcome was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 3 7752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377860, lot# v011672, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 377860, lot# v011672, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 377860, lot# v011672, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. Product ID: 377860, lot# v011672, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: lead. (B)(4).